Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending the patient¿s peritoneal dialysis (pd) therapy using the clinic¿s training cycler. The pdrn was advised to discontinue the use of the cycler. Upon follow up, the pdrn stated that the patient was placed on a prophylactic antibiotic, keflex (500 mg, oral, bid, 5 days), per clinic procedure. The pdrn confirmed that despite the prophylactic antibiotics, that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The replacement cycler was received by the pdrn. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: ten companion samples were returned to the manufacturer for physical evaluation. The actual device was not returned for evaluation. A visual inspection was performed on four companion samples according and the samples were found acceptable. A functional test was performed on four companion samples. During the functional test no leaks were noticed. The test was completed successfully. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The investigation into the cause of the reported problem was not able to be confirmed.